Event description:
It was reported that pump displayed malfunction alarm malf 0 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status, arranged shipment of replacement pump, and confirmed shipping address; customer was instructed to place malfunctioning pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, select appropriate setup option when starting new pump, and return problematic pump using pre-paid label within 10 days, which customer understood and acknowledged.